Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc) approximately three weeks post implant. An x-ray was performed and noted the lead was in a stable position. An invasive procedure was performed. The pocket was opened and the lead was tested on a pacing system analyzer (psa) and noted stable measurements. The physician decided to explant and replace the lead due to a suspected small fracture. The crt-d remains implanted and in service. No additional adverse patient effects were reported.